Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2013, an eight-hole 4.5 mm variable angle (va) condylar plate broke at a screw hole. It was removed due to the breakage, non-healing and non-union and replaced with another plate and a nail. This report is for an unknown plate. This is 1 of 1 devices for this event reported on complaint (B)(4).